Event description:
It was reported that there was a leakage in an arctic gel pad during therapy. According to the colleagues on duty, the set leaked from the connection point of the pads with the hoses of the arctic sun. Even disconnecting and reconnecting the set did not fix the problem, so it was exchanged for a new set and then worked.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel small pad kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with all pads and not separated. No crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. Right chest pad: a total of 4.1 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 47%, inlet pressure was -6.9 psi. Left chest pad: a total of 4.1 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 38%, inlet pressure was -7.1 psi. Right thigh pad: a total of 5.1 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 37%, inlet pressure was -7.0 psi. Left thigh pad: a total of 4.7 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 40%, inlet pressure was -7.1 psi. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a leakage in an arctic gel pad during therapy. According to the colleagues on duty, the set leaked from the connection point of the pads with the hoses of the arctic sun. Even disconnecting and reconnecting the set did not fix the problem, so it was exchanged for a new set and then worked.